Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient had a stoma site culture performed which detected the presence of staphylococcus aureus. The patient was treated with systemic oral antibiotic, amoxicillin/clavulanic acid 875/125 mg for 10 days. On (B)(6) 2026, it was reported that the patient's stoma site is in good condition and tube(s) have been explanted and replaced.